Event description:
Caller reported that there was damage to the pump housing, specifically around the usb port, due to normal wear and tear. Despite the damage, the customer's ability to charge the pump was not affected, and there was no impact on the customer's blood glucose level. Technical support decided to replace the pump, ensuring the customer would receive one with the latest software. Customer will continue to use current pump for insulin therapy.